Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported during an anterior cervical discectomy and fusion (acdf) procedure, when trying to place the final screw into the plate, the screw driver did not stay seated in the head of the screw resulting in the screw recess being stripped. The surgeon had to use extra force to hold the screw driver and make sure that screw driver stayed in. A synthes product specialist was present during the procedure. There was a 15 minute surgical delay due to the reported event. There was no adverse event regarding the patient and the patient was fine post-surgery. The complained screw was successfully placed and tightened and the surgeon was happy with the outcome of the procedure. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.